Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, pocket erosion was noted at the implant site. The patient was administered medication to resolve the event and the device remained implanted. The patient was in stable condition.